Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the lcd board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they were hosed with water and the pump was in their pocket. The customer states the pump had moisture damage. The customer's blood glucose level at the time of incident was 88mg/dl. Troubleshoot was conducted and the self-test could not be processed. The customer was advised the pump would have to be replaced and returned for analysis.